Manufacturer narrative:
A.1, a.4 and a.5 are unknown. The investigation into the aic - purge disc/flag issues has been completed. Review of the logs confirmed the reported issue that a purge disc could not be detected. Although it was reported to have occurred on ((B)(6) 2024), evidence in the imc logs suggest that it occurred on ((B)(6) 2024) and several pages of the data sheet contained multiple purge disk not detected alarms. The purge disc flag was returned and evaluated. It was found to be broken (missing at blue retainer). The root cause of the issue was a broken purge disc flag. A.3 revised as selection was inadvertently omitted from manufacturer device report 1220648-2024-11936. H.10 a.1, a.4 and a.5 are unknown statement was inadvertently omitted from manufacturer device report 1220648-2024-11936. D.2 common device name was revised as previously entered incorrectly on manufacturer device report 1220648-2024-11936. D.4 lot number was revised as previously entered incorrectly on manufacturer device report 1220648-2024-11936. D.9 revised as previously entered incorrectly on manufacturer device report 1220648-2024-11936. F.6 and f.8 dates were reported on manufacturer device report 1220648-2024-11936 and should not have been. G.1 revised reporting contact fax number in accordance with updated procedures since manufacturer device report 1220648-2024-11936 was submitted. G.2 revised selections as they were inadvertently omitted from manufacturer device report 1220648-2024-11936. H.3 if the device was not evaluated was entered incorrectly on manufacturer device report 1220648-2024-11936 and should of reflect device evaluation anticipated, but not yet begun. H.6 added code 4629 as it was inadvertently left off manufacturer device report 1220648-2024-11936. H.6 codes 4114 was reported incorrectly on manufacturer device report 1220648-2024-11936. The device was returned already. H.10 additional manufacturer narrative on manufacturer device report 1220648-2024-11936 stated that the device was not returned but the device was already returned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the automated impella controller (aic) was unable to move through additional prompts to finish the purge cassette change. The purge cassette/disc was unrecognizable. The aic was replaced. No patient harm has been reported.

Manufacturer narrative:
H.3 device not returned to manufacturer for evaluation on original manufacturer device report 1220648-2024-11936 was selected incorrectly and should of reflected that the device was returned. H.6 codes 4121, 4112 and 4110 were inadvertently left off manufacturer device report 1220648-2024-11936 follow-up number 1 and were added to this report.